Event description:
It was reported that revision surgery was performed due to necrosis of femoral head and the head having collapsed through the femoral neck. Devices were implanted approximately 4 years ago.

Event description:
It was reported that revision surgery was performed.